Event description:
It was reported that a user experienced scan errors when attempting to start a new freestyle libre 3 plus sensor, followed by a successful activation and a standard warm-up period with education provided on app workflow and post-warm-up expectations. No adverse clinical symptoms reported. Outcomes included no alerts, no alarms, and no need for medical intervention or hospitalization. User support included guided troubleshooting through the mobile application to initiate the sensor and confirm activation. Investigation of this case revealed that the device functioned as intended after initial scan errors, with successful activation and countdown, indicating transient use or setup error rather than a persistent device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was setup error or intermittent communication failure.

Manufacturer narrative:
Initial.